Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress. Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was reported that the instrument was locked, and the grips could not be opened with the use of the emergency release key. Medical intervention may be required in the event that the instrument fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument were monitored in arm 4 and driven into working position, the instrument locked approx. 4 cm from the desired position. The mcs could not be moved forwards or backwards. Repeated attempts are made, and an emergency key was also used, but the mcs was completely locked. After a long time, the customer had to pull the mcs instrument and port out of the patient. The mcs was very tight, especially around the silicone protective cap. The patient ended up being needlessly anesthetized for about half an hour extra. The mcs were brand new. No immediate reason could be found for the lock-up, all equipment looked worn out and has been checked for visible damage without finding anything. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint "instrument could not be moved forwards or backwards¿. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions with no issues. The tips opened and closed properly. The instrument was fully functional. A review of logs found no failures and no usage of the instrument release kit (irk). No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Failure analysis investigation concluded that there was no product issue identified. The complaint regarding instrument being stuck was not confirmed by failure analysis, which indicated that the device did not contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.